Event description:
Consumer complaint of lo control test results. I was unable to verify the alleged lo control result in the meter memory. Reviewed all results in memory: 136 mg/dl, 120 mg/dl, 169 mg/dl, 158 mg/dl, 163 mg/dl. Time and date were not set. Performed a back to back blood test: 163 mg/dl and 173 mg/dl. Customer feels fine and last ate 2.5 hours ago. Customers expected blood results range from 90-140 after meals. Customers strips expire 10/24/2017 and were first opened (B)(6) 2015. Customer stores their supplies in the original vial closed in the bedroom. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has low glucose value.

Event description:
Consumer complaint of lo control test results. I was unable to verify the alleged lo control result in the meter memory. Reviewed all results in memory: 136mg/dl ; 120mg/dl ; 169mg/dl ; 158mg/dl ; 163mg/dl . Time and date were not set. Performed a back to back blood test: 163mg/dl and 173mg/dl. Customer feels fine and last ate 2 1/2 ago. Customers expected blood results range from 90-140 after meals. Customers strips expire 10/24/2017 and were first opened (B)(6) 2015. Customer stores their supplies in the original vial closed in the bedroom. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. Internal (B)(4).